Event description:
The following information was reported to the sales representative on 12/04/2014: the groin was very scarred and the sheath was difficult to insert. There was extreme resistance while pulling back and the doctor was unable to verify resistance at the arteriotomy. The balloon was pulled through the arteriotomy still intact. A femostop was used. Procedure type: intervention vessel type: peripheral sheath size: 6f procedure date: in the last 2 months.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A review of the lhr was not possible as the lot number was not provided. Based on the information received, the root cause of the reported device pull through could have been due to significant tension applied during pull back which could have been caused by the patient's scarred tissue. It should be noted that per the mynx ace instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with prior surgical procedures, pta, stent placement, or vascular graft in the common femoral artery. (B)(4). Note: the pi number is unknown as the lot number was not provided.